Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported intermittent image issue. When connecting the customer's monitor to known, good, test equipment, the monitor image was normal. The camera image quality test was performed and passed. Upon visual inspection the verathon technical service representative found corrosion on the hdmi pins for the glidescope go monitor, and subsequently replaced the hdmi connector on the monitor. Upon completion of the evaluation the glidescope go monitor was returned back to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the screen would intermittently flash between a black screen and the image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.